Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
At the customer site there was an issue found with no audio from the mx40. There was no patient involvement.